Event description:
A malfunction was reported on the customer's pump, although no notable events occurred before the issue. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support decided to replace the pump, updating it with the latest software. The customer was advised to use multiple daily injections (mdi) as a backup therapy. Technical support completed the field correction form, confirmed the shipping address, and provided instructions for storing and returning the old pump. The customer was informed about receiving a replacement pump and the necessary steps to follow, which the customer acknowledged.